Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 530 mg/dl, cause was unknown. Customer addressed their bg level with a correction bolus via pump and updating their correction factor setting. Customer continued to use the pump for insulin therapy.